Event description:
According to the reporter, during a colon resection, during an intestinal/bowel resection, the handle was stiff and the black firing knob did not advance at all, and it could not be fired. A new handle and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colon resection, during intestinal/bowel resection, the handle was stiff and the black firing kn ob did not advance at all, and it could not be fired. A new product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D.10. Concomitant product: gia80mtc, cartridge gia80mtc medthk tristp (lot# n4k1776uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.